Manufacturer narrative:
The autopulse li-ion battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the user inserted a fully charged (four green leds displayed on the battery status indicator) autopulse li-ion battery (B)(4) in an autopulse platform, and the platform displayed a "replace battery" message. The battery, prior to platform insertion, was checked and the battery status indicator displayed four green leds (fully charged). The issue was observed during routine check and no patient was involved. It was further reported that following the event, the user tested the battery by charging it in an autopulse multi chemistry charger and the battery was unable to charge. The user stated that they maintain a regular battery rotation. Additionally, the platform was also tested by inserting another autopulse li-ion battery and operated as intended without any fault observed.